Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the patient line. Customer¿s blood glucose level was 206 mg/dl. Reportedly, the customer continued to use the pump and supplies for insulin therapy.